Event description:
On wed. (B)(6) 2024 (B)(6), md board-certified oculofacial & facial plastic surgeon used vicryl sutures on the lateral sides of my ((B)(6)) eyes during surgery with a general anesthetic to clear tear ducts. As I regained consciousness I had extensive pain in skin, muscles, eyeball & bone around my eyes; also very very photosensitive & for ten days afterwards. My husband ((B)(6)) & I covered my head with a black vest as I was discharged about 1 hour post op & left the building; (B)(6) drove me home. Due to symptoms becoming worse, dr. (B)(6) was called on sat. (B)(6) 2024. Per his request photos were texted to him & he saw me the following mon. He then prescribed antibiotic, steroids, & hydrocodone/ acetaminophen. I now have had continuing & diminishing pain for 8+ weeks. I am allergic to latex that was reported to dr. Pratt, am 79 y.o., & in good health. Now on (B)(6) 2024 I have only slight pain on the left side of my left eye. Please acknowledge that this has been received/read. (B)(6) (retired rn uw, peace corps/now volunteer) & (B)(6) (retired capt. Public health service).